Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported through a social media post that a non-confirmed patient experienced shocking sensation. It was mentioned that this was caused by a poorly implanted spinal cord stimulator (scs) device. The patient underwent an explant procedure. No further information could be obtained.